Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transaortic tavr procedure the hemostasis handle of the ascendra+ sheath was leaking following the removal of the delivery system. Reportedly the leakage was from the hemostasis when a pigtail catheter was inserted to measure pressure.